Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pju313, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle while sewing. The suture was frayed at the part where the problem of pulling off suture needle happened. Changed another one to complete the surgery. There were no patient consequences reported. No additional information could be provided.